Manufacturer narrative:
Product analysis :macroscopic and optical examination identified top thread flank has been broken off; this observation, in conjunction with the set screw thread damage, is consistent with cross threading. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, intra-op, the set screw could not be fixed on the screw. No patient complications were reported due to this event.